Event description:
It was reported that on an unknown date while doing a tfna, the blade missed going through the nail. The blade was retreated and the nail was removed. A second set of tfna instruments was used to put the nail and blade back into the patient. The case was successfully completed and caused a 45 minute delay for the patient. This report is for one (1) 10/130 deg ti cann tfna 420/left - sile . This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: monument, manufacturing date: 26-feb-2024, expiration date: 31-jan-2034, part number: 04.037.063s-us, 10mm/130 deg ti cann tfna 420mm / left ¿ sterile, lot number: 9709p76 (sterile). Production order traveler met all inspection acceptance criteria. Inspection certificate, met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blade missed going through nail¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.